Event description:
It was reported that a dissection occurred. The target lesion was located in the left circumflex. After deployment of a 2.75 x 48 synergy, a non-flow limiting dissection was noticed. A 2.75 x 12 synergy was then deployed to cover the dissection. The procedure was completed and the patient was stable.